Event description:
It was reported that the physician's handheld device would not move past the set up screen after a hard screen. It was stated that the handheld was at the interrogation screen with the patient's parameters on the screen. A hard reset was performed to try and get past this screen, and the handheld went back to the first screen that directs you to the tap screen. From here, the manufacturer's representative could not move forward while troubleshooting. The hhd was received with a serial cable, v8.1 flashcard, and with the main battery, but without an ac adapter. Visual inspection identified no anomalies. The handheld device was powered using a known good ac power supply with no anomalies. Attempted to advance past the welcome screen but was unable. The touchscreen was unresponsive. The returned display was removed. Continuity testing of the returned display identified an anomaly associated with the trace that is routed to pin 1 of the touch screen flex cable. Resistance readings associated with the circuit was higher than expected; read approximately 2k ohms ¿ nominal is approximately .418k ohms. Pressed on the flex cable where it attaches to the touch screen. It was identified that the resistance reading was still significantly higher than expected. A known good display was installed in the handheld in order to continue testing. The handheld device was powered using a known good ac power supply with no anomalies. The returned flashcard was inserted and the vns v8.1 software was installed with no observed anomalies. Interrogation and diagnostic tests were performed successfully with no observed anomalies using the v8.1 software and a 103 generator. The handheld computer was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 70% at the conclusion of testing. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.